Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 167, 263, 149, 186, 100, 105, 220, 242 mg/dl. Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.